Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser stopped working during a surgical procedure. The system was exchanged to complete the surgery with no harm to the patient.

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed. The base power distribution and the base switch were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on june 2, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a base power distribution and the base switch. However, how or when the components became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The replaced parts were returned to the manufacturing site for evaluation. Upon examination the base switch was found to have evidence of bss (balanced saline solution) ingress, which caused a short in the printed circuit board (pcb) and a loss of communication with the base. The base power distribution was also tested and no functional nonconformities were observed. The root cause of the reported laser issue was attributed to bss ingress on the base switch assembly, which caused a short and a loss of communication to the base, including the embedded laser and auxiliary illuminator. While bss was found on the pcb, how or when the bss entered the pcb was not able to be determined conclusively. (B)(4).